Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to fracture. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, progress was made through the subclavian vein into the superior vena cava (svc). Resistance was encountered in the upper to mid svc, with lead-on-lead binding, and progress stalled. A large drop in the patient¿s blood pressure was noted, glidelight was removed from the patient, and the blood pressure normalized. Then, the glidelight was loaded on to the ra lead, advancing through the subclavian vein and upper svc until resistance was met again. Lasing resumed, and the ra lead was removed. Targeting the rv lead, forward movement was made; however, resistance was encountered in the upper to mid svc once more, but manual advancement continued and reached the distal tip of the lead. Removing the glidelight, the outer sheath was inserted onto the device and loaded on to the rv lead. Progress was made to the distal tip of the lead, with little resistance through the subclavian vein and svc, and the rv lead was removed. Immediately following removal of the lead and glidelight, the patient¿s blood pressure dropped, and rescue efforts began, including sternotomy. A superior vena cava (svc) perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.